Event description:
During a lar procedure, 2 staples were unformed. The clip dropped off the device. It was completed by additional suture. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time. (510(k)#k864102)